Event description:
Pt woke up around 1:00 am after using the solution with watery eyes. She could not open her eyes because they were so painful. Pt went to see her eye dr and was given heavy dose of pain medicine and also antibiotic. Pt went back the next day and her situation was worse. She saw corneal specialist and was diagnosed with corneal scarring. Pt was basically blind for 2 1/2 weeks.